Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted hysterectomy with salpingo-oophorectomy procedure, the monopolar curved scissors tip cover accessory was found in the patient's abdomen. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
As of the date of this report no product has been returned. The probable root cause of the customer reported failure mode cannot be determined based on the information provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 13-jan-2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: I was the relief circulator in the room. There was a scrub tech, that relieved the original scrub tech. While I was out of the room to retrieve the endoscopy cart the surgeon had noticed the scissor tip cover from the robotic scissor arm had come off the instrument and was found in the abdominal cavity. The scissor tip cover was not in the count, fortunately the surgeon had noticed the tip cover and after several attempts was able to retrieve it. There was no apparent harm or injury to the patient. The tip cover and its removal devices are not included in the counts therefore might not have been caught had the surgeon not seen it in the cavity. The robot arm was isolated and put in a biohazard bag and left [redacted name] desk. Manufacturer name ¿ intuitive surgical. Manufacturer no. 400180. Lot no. Not available.